Event description:
Vein was accessed with echogenic needle and was not able to insert wire past hub of needle. Had to get new echogenic needle and repoke the patient and then was able to use same wire and insert wire into echogenic needle.